Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered an esophageal injury which required surgical intervention. The patient has a history of two prior atrial fibrillation ablation procedures. After the third procedure, esophageal scarring/abrasions were discovered by scope. The patient did require extended hospitalization due to the surgical intervention performed. The patient¿s condition has since improved. There were no issues reported during the procedure. The physician¿s opinion on the cause of the adverse event is that this was related to patient condition. There was no product malfunction. The generator was in power control mode. Cartosound contour and temperature probe in esophagus were used for close esophageal temperature monitoring. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. There were no error messages observed during the procedure.